Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot#: va1jge7, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tremor not well controlled due to high impedances. They had a lead replacement to resolve the issue. The issue was resolved after the replacement.